Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. One 25ga biblade vit cutter was returned in a plastic bag, along with an se5525wvb pack label from lot x4645. The tip protector and the rest of the pack components were not returned. The needle was bent/curved and the port window was in the opened position with debris and solutions visible in and around the port and on the outer needle shaft. There was fluid in the tubing and this cutter looks used. The back cap was correctly aligned with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test performed using a stellaris elite system showed the cutter did not cut, but did aspirate. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, and the returned condition without the tip protector, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility reported that the biblade cutter wasn''t cutting normally at 15k/minute. The surgeon cut the speed down to 10k, and the cutter started working again. They then went up to 12k and it was still working, but when they got anything over 12k the cutter stopped working again. Aspiration continued. It was reported there was patient contact, and no impact or medical intervention.